Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that the computer for the navigation system was replaced. The suspect computer has been received by manufacturer but the results are not available at this time.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) after good registration and accurate navigation an imprecision of less than one centimeter was observed at halfway of procedure. Representative mentioned that the issue had occurred with other different instruments. Site re-registered the patient and the accuracy was restored. Representative stated that there was no frame movement and the anatomy was not altered in any way. The procedure was completed with the use of navigation system. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The emitter for the navigation system was returned to the manufacturer for analysis. The emitter was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The interface box for the navigation system was returned to the manufacturer for analysis. The fox was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The archive used in the procedure was sent to medtronic for evaluation. Evaluation found that the scan was not to protocol. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.